Event description:
During a pulsed field ablation atrial fibrillation procedure, air was aspirated from the agilis 13f sheath after insertion of the non-abbott (boston scientific farawave) catheter. It was noted that the hemostatic valve may have been broken. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. It was noted that the dilator and non-abbott (boston scientific farawave) catheter were inserted prior to the leak.